Event description:
It was reported that during a nephrectomy procedure, the rnfa described the white reload coming out of the distal end of the stapler cutting the renal vein and not stapling it. The staff was in serviced on how to load the device and reinforced the importance of loading appropriately. After discussion, the staff and surgeon both thought the device might have been long loaded. There were no patient consequences. Case completed by ligating with clip. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.